Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer was instructed to disconnect from the site and perform specific actions with the pump, which were completed successfully. Tandem technical support ultimately provided a one-time replacement pump.